Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4)) was evaluated at the customer site and found that the prime switch was defective. In addition, unrelated to the reported issue, waterproof cover found to be damaged and was replaced. The thermogard xp ivtm system is a reusable device and was manufactured in january 2011 and is 8 years old, therefore, this type of damage is characteristic of normal wear and tear for the life of the device. After replacement of the prime switch and cover, the console was functionally tested and found no issue. The device passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During the console check, the customer reported that the prime switch was not working on the thermogard xp ivtm console (sn (B)(4)). No additional information provided. No known impact or patient consequence information was available.